Manufacturer narrative:
Third party analysis was conducted and found the reported metal ion levels (cobalt 68 nmol/l and chrome 176 nmol/l) are strongly elevated according to the nov guidelines. (B)(6) data indicate a cup inclination angle of 50 degrees. On a CT scan the cup inclination angle was measured at 49 degrees. It was not possible to measure the anteversion angle. On radiographs dated (B)(6) 2007 and (B)(6) 2012 the inclination angle was measured at 51 and 53 degrees. On the radiograph dated (B)(6) 2007 the anteversion angle was measured at 7 degrees. Biomet's applicable surgical technique recommends a cup inclination angle of 45 degrees with an anteversion angle of 20 degrees. Reference is also made to the IFU (IFU: (B)(4) (biomet recap total hip resurfacing system) which states in the warnings section: ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure.¿ it also was noted that the hip stem was in varus and had subsided 13 mm on interval radiographs. A malpositoned migrating hip stem will not affect cup position, but it will affect the biomechanics of the joint. The main effects are reduced offset and shortening. These conditions make it likely that there will be impingement, micro separation and subluxation of the bearing under normal loading conditions. All of these will cause abnormal loading and risk of excessive wear. It was indicated by (B)(6) that the patient complaint about clicking. With respect to subluxation, reference is made to the IFU (IFU: (B)(4) (biomet recap total hip resurfacing system) which states in the possible adverse effects section: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ due to insufficient data the cause of the reported pain cannot be determined. However, the insufficient anteversion of the cup and the malpositioning of the hip stem and its subsidence could have caused or contributed to the reported clinical outcome. A review of the manufacturing history records confirms no abnormalities or deviations reported.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pain.

Event description:
It was reported that the patient underwent a hip replacement surgery on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pain. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.